Event description:
Instrumentation industries inc became aware of the pt's death on 7/10/2009 when served with notice that the company was being sued. While a passenger in an automobile, the patient suffered multiple traumatic injuries in a head-on collision with another automobile in 2008. Emergency medical staff administered treatment at the scene of the accident. The patient died at the scene. The lawsuit claims the patient died "from multiple traumatic injuries, grossly negligent care and treatment by the emergency medical staff and defective instrumentation industries, inc equipment used at the scene."

Manufacturer narrative:
Instrumentation industries apologizes for the lateness in submitting this report. Due to the length of time that elapsed between the death of victim immediately following the 2008 traffic accident, and the date of when the company was served with legal papers, the company did not immediately recognized the need to file the MDR. This report is being filed despite the scarcity of information about the actual usage of our device at the accident scene, in order to comply with FDA regulations. The legal staff employed by instrumentation industries believes that this is a nuisance lawsuit. The company will update the FDA when additional information is available.